Event description:
Surgeons were using shrouded tips for the bovie pencils, shrouded tips are designed to protect the surrounding skin only applying cautery to the direct tip. The protective covering was touching the skin, the bovie conducted through the side of the protective covering causing a burn on the patient¿s skin. Additional details, bovie was connected to triad, monopolar settings 40 cut /40 coag.